Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint devices were not provided. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information provided a conclusive cause for the reported deaths cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Date of death: estimated. Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clips remain in the patients. The devices will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article attached: "predictors of mortality in ischaemic versus non-ischaemic functional mitral regurgitation after successful transcatheter mitral valve repair using mitraclip: results from two high-volume centres."na.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to patient deaths. Details are listed in the attached article, titled ¿predictors of mortality in ischaemic versus non-ischaemic functional mitral regurgitation after successful transcatheter mitral valve repair using mitraclip: results from two high-volume centres.¿ please see article for additional information.